Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a transnasal esophogoscopy (tne) botox injection procedure performed on (B)(6), 2010. According to the complainant, three injections were planned. The patient's anatomy was not considered tortuous. The physician made one injection successfully into the vocal chords. The needle was withdrawn and slightly repositioned for the second injection. The scope was not moved between the first and second injections. Upon advancing, the needle punctured the black sheath and came out of the side. It was attempted to withdraw the needle and advance again in an attempt to made the needle perform as designed, with no success. The needle was retracted, and the device was removed. The procedure was stopped at this time. Although only one injection of three was performed, the procedure was considered successfully completed. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient had a slightly sore throat (pharynx). However, the issue is considered an anticipated procedural outcome for which there was no treatment prescribed, and one week post-procedure the patient was reported to be fine.

Manufacturer narrative:
The patient's weight was reported as approximately (B)(6). A visual evaluation of the returned interject injection therapy needle found that the needle was extended with the inner hub retracted. A 1mm tear was on the distal end of the outer extrusion. No kinks or bends were identified on the outer extrusion. A functional evaluation revealed that needle could not be retracted. The inner hub and sheath were removed from the outer hub. No kinks or bends were identified on the inner sheath. The condition of the returned device was consistent with the reported event as the device needle appears to have penetrated the outer shield and the needle could not be retracted. Since the needle worked without issue on the first injection, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a transnasal esophagoscopy (tne) botox injection procedure performed on (B)(6), 2010. According to the complainant, three injections were planned. The patient's anatomy was not considered tortuous. The physician made one injection successfully into the vocal chords. The needle was withdrawn and slightly repositioned for the second injection. The scope was not moved between the first and second injections. Upon advancing, the needle punctured the black sheath and came out of the side. It was attempted to withdraw the needle and advance again in an attempt to made the needle perform as designed, with no success. The needle was retracted, and the device was removed. The procedure was stopped at this time. Although only one injection of three was performed, the procedure was considered successfully completed. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient had a slightly sore throat (pharynx). However, the issue is considered an anticipated procedural outcome for which there was no treatment prescribed, and one week post-procedure the patient was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)